Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the proglide 'did not close', manual compression was applied to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation found the device was returned deployed. Analysis of the body of the device, lever, foot, guide and sheath did not identify any damage or abnormalities that would have contributed to the device/suture not closing. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. Based on the limited returned components the complaint of the device not closing could not be confirmed and root cause could not be determined for this event. No manufacturing or quality issue was detected. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report.